Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous tibioperoneal trunk. After a 175 cm non-bsc guide wire was crossed the lesion, a 2.5mm x 20mm x 144cm coyote es balloon catheter was then advanced for dilation. However, on first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter received with the original box and a hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. Magnified examination revealed a longitudinal balloon tear 12mm long. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).